Manufacturer narrative:
Additional information: it is reported that the lot number is unknown for the second stent implanted. It was reported that stent (lot 0008386907) which was previously reported as implanted, was not used during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the second resolute onyx stent was implanted in the rca during a staged procedure 4 days post index procedure and this event, not during the index procedure. Lot number of the second resolute onyx stent is provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the aware date of information provided previous regulatory report #9612164-2019-02757 follow up#002 is (2019-10-17). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the rca. On the same day the patient suffered a myocardial infarction. The patient was treated with medication. The patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. Cec adjudicated non q wave mi (target vessel) 3rd udmi peri-pci, mid rca which occurred on the same day as the procedure cec commented that there was a temporary loss of flow. Cec adjudicated stent thrombosis as no event.